Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter was displaying an "apply sample" message. This complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the product issue began about three days before she contacted lfs or (B) (6), 2010. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages his diabetes with lantus insulin (self-adjustor). The reporter confirmed that the pt continued with his usual dose of insulin despite the alleged meter issue. Twelve hours after the alleged meter issue began, the reporter claimed that the pt became irritable, grumpy, did not feel well, and had an increased appetite. The reporter stated that the pt did not require/receive medical treatment for his symptoms. The cca documented that the reporter was using a correct technique for testing the pt's blood glucose. The cca also verified that the test strip was drawing in the blood sample during a blood glucose test. The alleged meter issue was not resolved at the time of troubleshooting. Replacement meter and supplies were sent to the pt. This complaint is being reported because, the reporter claims that the pt was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.